Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Could you please provide the lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an hand trauma procedure on (B)(6) 2020 and suture was used. During the procedure, the problem of pulling off suture needle happened when sewing the wound. Changed to another suture to continue the surgery and complete the surgery. Additional information has been requested.